Event description:
A report was received by ocd of an event involving patient results being associated with the incorrect patient name with multiple samples processed on a vitros 5600 integrated system. None of the affected results were reported to a clinician. These was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation into this event determined that the vitros 5600 integrated system was operating as intended.the investigation concluded that a user error occurred during the batch sample programming mode causing multiple samples' results to be assoicated with the same patient demographics. The root cause of this event is user error when manually programming samples.